Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high threshold and loss of capture. The lead was explanted and an active fixation lead was placed. It was further reported that the right ventricular (rv) lead pulled back when the delivery sheath was being slit, and had to be repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead 2012 (B)(6). (B)(4).